Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens). It was reported that during a trial placement impedances were measured in the operating room and were found to be within normal limits (790-1150 ohms). All contacts showed "good" impedances. However, in post-op when the rep was attempting to program the trial device, they encountered an out of range (oor) impedance very quickly. They did another impedance check, which showed that all electrodes except for 5-7, 13-15 were open, poor connections were identified with the remaining electrodes. There was an attempt to re-seat the leads into the wireless external neurostimulator (wens), but it did not resolve the impedances. The rep was able to get coverage in the areas the patient needed coverage based on the patient's pain patterns. The pt went home with 3 programs covering the pain areas. It was reported that the evening of the trial placement, the pt was doing great. The following day, they called reporting that the pt was experiencing weakness in their legs. They were instructed to turn the stimulator off and call the implanting surgeon. The surgeon instructed the pt to go to the emergency room immediately. It was determined that the pt had a hematoma on the spine, which had to be surgically removed on (B)(6) 2024. The pt was hospitalized and was in the neuro intensive care unit for monitoring. The trial was aborted in order to clear the hematoma. Since the surgery to remove the hematoma, the pt has regained full strength and was doing well as of (B)(6) 2024. No device issue was reported. The trial lead was discarded by the facility.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 28-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.